Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user stated that she received from her dario meter a low bg reading of 79 mg/dl and a high bg reading of 402 mg/dl, when compared to bg readings of 130 mg/dl and 140 mg/dl from her two other non-dario meters. While on the phone with dario's representative, the user stated that several hours after testing, she retested and received a bg reading of 89 mg/dl. Due to this reading, the user stated that she ate something in order to raise her bg level. The user reported that she has begun to test three to four times a day, due to the inconsistent bg readings that she has been receiving. The user also mentioned that she did not experience any symptoms of low or high blood glucose levels that correlated with the bg readings that she received. Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips and meter are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date.

Event description:
On (B)(6) 2024, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported that she received from her dario meter several low bg readings followed by a high bg reading. Due to the above, the user stated that she decided to test her bg level using another two non-dario meters.